Event description:
Patient and her nurse reported an error with curlin pump, pt has a pouch for the pump and upon starting infusion there was a downward occlusion error. The nurse corrected the error and then started the infusion and it ramped up as normal. She checked it through the pouch window, and it seemed to be infusing well. However, at the end of the infusion it beeped that infusion was done but when she checked there was about 300ml of 400ml dose remaining. Something was wrong with the pump, and it did not infuse. They were going to try to restart with the pump, so it is unknown if the patient missed a dose. Patient had no reaction or reported any adverse events/clinical injury due to error in pump. Unknown if patient still had pump on hand for return or investigation. Unknown if patient had backup device. Device replaced. Indication: common variable immunodeficiency, unspecified. Reported product fault did occur while in use with the patient. Pump used to infuse gamunexc. Reported to (B)(6) by pt/caregiver.